Event description:
It was reported that the pt suddenly was not able to hear anymore. External parts were checked and found to be functional. An accident or a damage to the implant is not known.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.